Manufacturer narrative:
Follow-up #1 date of submission 04/10/2013-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: evaluation confirmed the users sound settings were all set at high. Evaluation confirmed that the low cartridge earning level was set to 10 units. During investigation, a low cartridge warning was reproduced. A normal 10 unit bolus and a 10 unit audio bolus were performed successfully and both were accurately recorded in the pump history. Investigators were unable to duplicate the complaint during investigation. There was no defect found.

Event description:
On (B)(6) 2013, the patient contacted animas stating that for several months, she was not receiving alarms from the pump. The patient stated that when she noticed the insulin level fall below 10 units, the pump reportedly did not emit a "low cartridge" alarm. The patient also denied getting a "low battery" alarm from the pump. It was noted that the patient wanted the "low cartridge" alarm reviewed on the pump. There was no reported adverse event associated with this complaint. This compliant is being reported due to the alleged alarm issues with the pump.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has been returned to animas but evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.